Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). The product involved in the incident is an enterprise bed, model # 5000bd12a12bg, serial number (B)(4), which was manufactured on 12-oct-2010. The device history record has reviewed - no anomalies were recorded at the time of manufacture. The device was inspected at the user's facility by our rep, who found that the device was operating to specification. The event occurred when cleaning staff were helping the service technician, stacking one bed onto the top of another. The member of the cleaning staff lifted the calf section of the device - not expecting that it would fall down when released. Stacking beds one on top of the other is one of the ways of packing enterprise beds at the MFR site - the upper bed is placed on the deck of the lower one - however, at the mfg site this done with using a fork lift due to the weight of the device as we do not allow personnel to lift the bed in the described manner of the event. In the service manual (e.g. 746-466-11), there is also a warning that the bed and its sub-assemblies are very heavy and appropriate precautions must be taken to avoid injury when moving or lifting them. The cleaner who suffered the injury was an untrained person - w/o knowledge about using or handling the device. The service technician, who was collecting the beds because the rental period was over, should not have asked the customers staff for this type of help with lifting the device. The sales and servicing unit has been recommended to have their service technicians reminded of the contents of the service manual that states that during moving and lifting the device appropriate precautions must be taken. In summary, the device has not failed to meet its specification and was not being used at the time of the event for pt treatment, however, as the customers' employee suffered a head injury during unsecured lifting of the device, it did play a role in the incident. We have also reviewed our post market surveillance trending analysis and we are not aware of any other incident of this nature - we believe this type of event to be an isolated incident. Other than the actions proposed above, we not propose any further action at this time, we shall continue to monitor for any incidents of this nature and we would ask you to consider the incident closed.